Event description:
It was reported that a pump alarmed system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 322. Physical inspection found that the upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the upper door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the reported symptom. System error 322 will occur when the pump transitions from door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper auxiliary assembly was replaced.